Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), migraine ("migraines") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy +bi-s). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, psychological trauma and migraine had resolved and the post procedural complication outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, menorrhagia, migraine, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: treatment was given for pain, bleeding and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : previously reported event ¿injury¿ was deleted. The events ¿pelvic pain¿, ¿abdominal pain¿, ¿back pain¿, ¿dyspareunia¿, ¿menorrhagia¿, ¿psych injury¿, ¿migraines¿ and ¿post procedural complication¿ were added. Patient date of birth was added. Reporter information was added. Case category changed to valid. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 853551) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), migraine ("migraines") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy +bi-s). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, psychological trauma and migraine had resolved and the post procedural complication outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, menorrhagia, migraine, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: treatment was given for pain, bleeding and migraine. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.